Manufacturer narrative:
Customer name and address- phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during dilation of a stenosed stent within a shunt used for dialysis, an advance 35 lp low profile balloon catheter ruptured and separated within the left subclavian vein. The device was inflated one time to twelve bar at the edge of a previously-placed, unknown stent when the device ruptured circumferentially and separated "transversely". The distal two-thirds of the balloon embolized to the lungs. The rest of the balloon catheter was removed with another manufacturer's 7-french sheath. Per the reporter, a CT scan found a small amount of balloon material in the lungs, which reportedly poses no danger to the patient. There are no plans to retrieve the separated balloon material. Blood was not noted in the inflation device upon rupture. The balloon was not inflated inside the stent and did not get caught on the stent. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during dilation of a stenosed stent within a shunt used for dialysis, an advance 35 lp low profile balloon catheter ruptured and separated within the left subclavian vein. The device was inflated one time to twelve bar at the edge of a previously-placed, unknown stent when the device ruptured circumferentially and separated "transversely". The distal two-thirds of the balloon embolized to the lungs. The rest of the balloon catheter was removed with another manufacturer's 7-french sheath. Per the reporter, a CT scan found a small amount of balloon material in the lungs, which reportedly poses no danger to the patient. There are no plans to retrieve the separated balloon material. Blood was not noted in the inflation device upon rupture. The balloon was not inflated inside the stent and did not get caught on the stent. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one used pta5-35-135-12-4.0 balloon catheter to cook for investigation. Physical examination of the returned device showed the balloon has ruptured circumferentially. Part of the balloon was not returned with the complaint device. The catheter shaft that runs inside the balloon is accordioned. No marker bands present on the returned device. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description ¿the balloon is manufactured from an extra-thinwall, high-strength, minimally compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures.¿ intended use ¿the advance 35lp low profile pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty (pta) of lesions peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral, and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae.¿ warnings ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ precautions ¿the catheter is not intended for the delivery of stents.¿ ¿all stents should be deployed in accordance with the manufacturer¿s indications and instructions for use.¿ instructions for use balloon preparation ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert.)¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ how supplied ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that unintended use error and the procedure most likely contributed to this incident. As reported, the device was inflated to almost 12 atmospheres. The device label indicates that the rated burst pressure for this device rpn is 8 atm. The IFU warns the user to ¿not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert.¿ additionally, the balloon was reportedly inflated at the edge of a stenosed stent within the left subclavian vein. It is possible that the balloon became caught on the edge of the stent, causing it to separate. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.